Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. The reported complaint of intermittent malfunction could not be verified during this analysis, which was limited in some respects due to the electrode being severed prior to receipt. This device passed all of the electrical tests performed. However, the device had moisture content that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis test data, it is believed that this device was not hermetic. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced intermittent lock.

Event description:
The recipient reportedly elected revision for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.